Event description:
The device was returned because it was reported that the pump continued to fail volume high during testing. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and a damaged air detector. The dso seal and air detector were replaced to fix the issue.